Event description:
It was reported that the pump malfunctioned. No patient injury was reported.

Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
Other text: b1: correction: adverse event and/or product problem: product problem; adverse event and required intervention. B5: correction: it was reported the patient was admitted to hospital on 18-may-2022 due to possible pump malfunction. H1: correction: type of reportable event: serious injury. D4: correction: model number: 6500. H6: correction: event problem. Patient code: 4460 pulmonary hypertension c3120.